Manufacturer narrative:
H11: corrected data: upon review of the additional information, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah). This event is considered not reportable to FDA.

Event description:
Additional information was received from the provider, it has been determined that there is no presumed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated outer thighs (B)(6) 2022 with coolsculpting may have developed paradoxical hyperplasia (ph). Due to insufficient information, device info and treatment date is not documented.

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical hyperplasia (ph).

Manufacturer narrative:
Changed data: b2. Upon further review of the reported event, it has been determined that there is no alleged paradoxical hyperplasia (ph). Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/6/2023.